Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 5 mg/ml morphine at 1 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was not experiencing a relief in pain . A dye study was performed and the healthcare professional (hcp) was unable to aspirate from the catheter access port (cap). The cause of the inability to aspirate from the cap was unknown. The date of the dye study was unknown. The patient underwent surgery to replace the catheter. It was noted that the issue was resolved at the time of the report. It was noted the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.